Event description:
It was reported that the customer's insulin pump was not functioning and she requested a replacement. The customer's blood glucose reading was 56mg/dl the day before. The daughter gave him juice and monitored him until his blood glucose was normal. It was stated that the device was showing something on display, and he was not getting his insulin and may have giving too much insulin. Troubleshooting could not be performed as customer did not have the device available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.